Event description:
A customer contacted beckman coulter inc. (Bci) in regards cartridge-side sample probe leak. No injury or contact with the wash solution has been reported.

Manufacturer narrative:
Customer technical support (cts) assisted the customer in troubleshooting and alignment to the collar wash; however, this did not resolve the issue. Service visited the customer; however, additional information is not available on how the issue was resolved.